Manufacturer narrative:
Date of event: unknown, but the best estimate is between (B)(6) 2018. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Event description:
It was reported that an intraocular lens (model zct150 +19.0 diopter) was implanted in the left eye of a female patient on (B)(6) 2018. Reportedly, the patient had hyperopic outcome and there were no improvements in vision after surgery. On (B)(6) 2018 the lens was explanted and replaced with another lens, same model higher diopter (+21.0). The incision was enlarged to remove the lens but no vitrectomy was performed. The patient was reported doing fine when discharged. Besivance, lotemax gel and prolensa were prescribed by the doctor. Visual acuity pre-op (pre-initial implant): 20/40-2 (with glasses); visual acuity post-op (post-initial implant): 20/100-2; visual acuity post-op (post-replacement): 20/30. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.